Manufacturer narrative:
(B)(4) final analysis of the pump revealed a high s2 battery resistance. The inhouse battery tester revealed a resistance of 355 ohms; battery logs showed .51 volt drop. Drug infused per analysis was baclofen.

Event description:
The product was returned with no info.